Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using 2 proglide devices via a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was attempted; however, the foot was difficult to retract. The foot was able to be closed and the proglide device was removed from the patient anatomy. A small hematoma occurred and manual arterial compression was applied to achieve hemostasis and treat the hematoma. No further treatment was performed. There was no adverse patient sequel and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Testing on the 5 returned proglide devices was successfully performed with no malfunctions noted. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.